Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 282 mg/dl at the time of the call. The customer stated blood glucose's have been running in the 200 mg/dl all night and the sensor glucose and blood glucose have been off by 100 points or more. The sensor will not be returned for analysis.